Event description:
Three week old premature male had circumcision 9/29/94 by obstetrician. As physician tightened the clamp around the bell, the bell slipped and lacerated the foreskin, causing bleeding. The clamp has been retained in the hosp.